Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: (B)(4). Device history review: a review of manufacturing records of lot: (B)(4) did not identify any anomalies. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Case; (B)(6). Surgeon; (B)(6). Hospital ; (B)(6). Surgery delayed by; 30min. Patient affected; no. Upon reducing the hip using this constrained pinnacle liner the poly bent and prevented reduction. The poly was re shaped and used as there was no spare. The locking ring as a result didn¿t seat perfectly but was fully on the liner. Surgeon was happy in the end and I explained I would log it as a complaint. Patient was a male 6 feet tall and a recurrent dislocated hip. Soft tissue was unexpectedly in good condition meaning reduction was difficult.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : 748997. Device history batch : null. Device history review : a review of manufacturing records of lot 748997 did not identify any anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> 748997. Device history review ==> a review of manufacturing records of lot 748997 did not identify any anomalies.